Event description:
It was reported that the patient had an increase in lactate dehydrogenase (ldh) levels on (B)(6) 2022. Patient was also experiencing anemia and gastrointestinal (gi) bleed. They were noted to be off of their anticoagulation medication. The patient's gi bleed was confirmed with an upper gi endoscopy performed on (B)(6) 2022 that revealed multiple polyps. Additional endoscopies and a colonoscopy were also performed. The polyps were clipped and the patient was given a blood transfusion. The patient remained in inpatient to be worked up for their gi bleed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had an increase in lactate dehydrogenase (ldh) levels on (B)(6) 2022. Patient was also experiencing anemia and gastrointestinal (gi) bleed. They were noted to be off of their anticoagulation medication. The patient's gi bleed was confirmed with an upper gi endoscopy performed on (B)(6) 2022 that revealed multiple polyps. Additional endoscopies and a colonoscopy were also performed. The polyps were clipped and the patient was given a blood transfusion. The patient remained in inpatient to be worked up for their gi bleed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported gastrointestinal (gi) bleeding cannot be conclusively determined. A specific cause for the elevated lactate dehydrogenase (ldh) level cannot be conclusively determined. The submitted log file contained data spanning from 05jan2022 at 13:16:05 to 24jan2022 at 10:48:14, per the timestamp. The pump appeared to have been operating as intended at the fixed speed. The patient remains ongoing on (B)(6). No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document includes information regarding recommended anticoagulation therapy. No further information was provided. The manufacturer is closing the file on this event.